Manufacturer narrative:
Analysis found the bur can't be inserted, unable to perform pre-temperature test. Device was too dirty and bearing was corroded. Handpiece was cleaned replaced bearing. The device has been successfully tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was overheating pre-operatively. There was no patient impact.